Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced worm coupling, leadscrew and clutch halves for a preventive maintenance. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.